Event description:
It was reported that the patient was admitted to the hospital when feeling a high heart rate. The patient experienced pacemaker mediated tachycardia (pmt). Pmt prevention was "on" and it did not seem to detect/break pmt. The device remains in use and no reprogramming or intervention was done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074, implantable pacing lead, (B)(6) 2009. (B)(4).